Manufacturer narrative:
Investigation summary: material #: 367841. Lot/batch #: unknown. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode improper assembly. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using one bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube, the stopper separated from the tube when connected to a holder. There were no health consequences or impacts reported.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670, k231373. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using one bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube, the stopper separated from the tube when connected to a holder. There were no health consequences or impacts reported.